Event description:
It was reported that the patient developed maceration on the skin surrounding the wound. The dressing did not absorb the exudate in a timely manner causing the skin to be irritated. This treatment was terminated. The problem was resolved when a hole was made in the middle of a silicon dressing and applied.